Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient fell on the implant and the lead migrated. In addition, the device stopped helping the patient's symptoms. The diagnostics/troubleshooting performed were reprogramming/troubleshooting. The interventions/actions taken to resolve the issue were multiple reprogrammings. As a result of what was reported, the system was replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information reported.

Manufacturer narrative:
Product analysis: the implantable neurostimulator (ins) passed functional testing. Analysis identified that the 0 conductor was broken at the weld site 1.6 cm from the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.